Event description:
The customer reported that the system displayed an ma operating incorrectly error message and would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was repaired. The system was tested and found to be working as intended and put back into service.